Manufacturer narrative:
Corrected information in section b5- corrected typographical error of (B)(6) 2026. The field service representative reviewed the alinity c processing module logs, and the ict modle was determined to be the cause of the issue and the part replacement resolved the issue. The ict module is used for analysis of electrolytes on the alinity c processing module. The instrument service history review revealed no additional tickets associated with discrepant/erratic chloride patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with ict modle did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or ict modle was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride results generated on the alinity c processing module for a 43 year old female patient. The following results were provided: (customer provided chloride reference range: 101-109 mmol/l). (B)(6) 2026 sid (B)(6) initial chloride result = 122 mmol/l, repeat result = 109 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section e1 phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride results generated on the alinity c processing module for a 43 year old female patient. The following results were provided: (customer provided chloride reference range: 101-109 mmol/l) (B)(6) 2026 sid (B)(6) initial chloride result = 122 mmol/l, repeat result = 109 mmol/l no impact to patient management was reported.